Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a normal device check-up. Upon interrogation of the device, a diagnostic anomaly was observed regarding longevity calculation of the battery. The most recent software update was recommended. No patient symptoms were reported. The patient will be followed normally.